Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the introducer and microcatheter. The pusher did not exhibit any kinks or damage. The implant was still attached to the pusher with sufficient tension; however, the coil was broken after the tie knot section. The microcatheter demonstrated a slight bulge on its body. Upon dissection of the microcatheter, the remainder of the implant coil was found inside the catheter. Based on the available information and evaluation of the returned device, the complaint of a detached coil can be confirmed. The root cause cannot be determined; however, the implant appears to have become stuck inside the microcatheter, potentially due to train wrecking, and then became snagged on the remaining implant coil when retraction attempts were made to retract the coil back into the introducer.

Event description:
It was reported that the coil would not advance in the microcatheter. During withdrawal, the coil detached from the pusher inside the microcatheter. The coil was removed in its entirety along with the microcatheter from the patient. There was no reported intervention or patient injury. The patient was reported to be fine.